Event description:
A hospital in (B)(6) reported that the port caps on three rt040 full face masks were either inadvertently removed by the patient or popped off on their own. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: no complaint devices were available for investigation as they have been discarded by the hospital. The hospital had stated that they would send other masks from the same lot, but these have not been received. Our investigation is therefore based on our knowledge of the product and information received from the customer. Results: the hospital has reported that at times they noticed patients attempting to remove the mask or becoming restless and that some patients were comfortable with the masks whereas others were not. They further noted that the port caps had become completely detached, but that no damage was observed on any of the complaint masks. A lot check revealed no other complaints for lot number 110702. Conclusion: the oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with the pressure inside the mask during therapy. The customer has informed us that they typically use pressures of around 15 over 6 of peep. The user instructions that accompany the rt040 hospital full face mask state: "operating pressures 3 - 25 cmh2o". The pressures used by the hospital are therefore within the acceptable range for this product and we do not deem it likely that pressure has caused the port caps to pop off. It is possible that the problem was caused by the patients loosening or pulling the caps off as was noticed in some cases. Our product development team has been informed about this complaint and will bear this in mind for the design of any future masks.